Event description:
Patient reported they have provided a letter of recommendation from their dentist. In the letter the dentist states the patient presented to their clinic in regard to ongoing aligner treatment. The patient reports that they wear a valoplast on the upper left side and was assured that her teeth could be aligned while using the valoplast. However, they are found that they are unable to wear the aligner properly wit the valoplast in place. Upon clinical exam found the aligner not fitting properly while the patient was wearing the unilateral valoplast, which is restroing tooth #14 and 15. Patient is not able to wear both aligners and valoplast and has been advised incorrectly by the aligner company. Recommended to patient to prioritize valoplast over the aligner treatment and has discontinued wearing the aligners. Patient was advised to continue wearing the valoplast without the aligner and to proceed with the aligner treatment once the treatment is completed.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.